Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional information received that all explanted devices were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(4), batch: 227294a.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.